Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that during use of the bd ¿ pre-filled normal saline syringe was leaking out of the distal "plunger" end of the syringe. The following information was provided by the initial reporter: material no. 306559 batch. 8261703 "nurse went to flush a peripheral IV line, and found that the posiflush saline syringe was leaking out of the distal "plunger" end of the syringe. *this leaking could result in additional staff exposure to hazardous drugs. This event was originally reported on (B)(6) 2019, and was reported a second time on (B)(6) 2019. Lot # 8261703 what was the original intended procedure? Flushing of IV device malfunction - that is, the device did not do what it was supposed to do;."

Manufacturer narrative:
The initial reporter also notified the FDA on (03/20/2019) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ¿ pre-filled normal saline syringe was leaking out of the distal "plunger" end of the syringe. The following information was provided by the initial reporter: material no. 306559, batch. 8261703. "Nurse went to flush a peripheral IV line, and found that the posiflush saline syringe was leaking out of the distal "plunger" end of the syringe. *this leaking could result in additional staff exposure to hazardous drugs. This event was originally reported on (B)(6) 2019, and was reported a second time on (B)(6) 2019. Lot # 8261703. What was the original intended procedure? Flushing of IV. Device malfunction - that is, the device did not do what it was supposed to do."